Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. On an unspecified date, readings of 189 mg/dl and 110 mg/dl were received on the sensor when compared to readings of 186 mg/dl and 50 mg/dl received from a built-in meter. The customer further reported experiencing symptoms of ¿sweaty and felt shakes on her hand¿ and self-treated with chocolate. The customer then had contact with a healthcare professional who obtained a reading of 60 mg/dl and diagnosed the customer with hypoglycemia. Hcp treated the customer with glucose tablets and an unspecified IV shot. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. On an unspecified date, readings of 189 mg/dl and 110 mg/dl were received on the sensor when compared to readings of 186 mg/dl and 50 mg/dl received from a built-in meter. The customer further reported experiencing symptoms of ¿sweaty and felt shakes on her hand¿ and self-treated with chocolate. The customer then had contact with a healthcare professional who obtained a reading of 60 mg/dl and diagnosed the customer with hypoglycemia. Hcp treated the customer with glucose tablets and an unspecified IV shot. No additional treatment was reported. There was no report of death or permanent injury associated with this event.